Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d1, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. Corrected field: d2(a, b) a getinge field service engineer (fse) evaluated the device and checked the machine, first checked the blood and it was found that the blood come inside the machine. Blood reaches in safety disk, crm, blood detecting tube, purge assembly, reservoir. So, first need to change the all parts where blood reaches and infected the parts. So, first I required safety disk, crm, blood detecting tube, purge assembly, reservoir and other tubing. Quotation will submit asap. Machine is not repaired yet. If any repair information received will reopen the record and update it.

Event description:
N/a.